Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on one side of the anastomosis site when creating the anastomosis in the colon after the sigmoid resection during a laparoscopic sigmoid colon resection, there was incomplete "b" staple formation. Some of the staples remained straight and were never crimped. This resulted a leak during the leak test. The procedure was converted to an open procedure due to the device problem, so incision was extended more than an inch. There was unanticipated tissue loss damage and loss because additional tissue had to be resected to repeat the anastomosis. The surgical time was extended by 2-3 hours. Another device was used to complete the case.